Manufacturer narrative:
The reagent lot number was requested, but it was not provided. The field service engineer (fse) replaced the rinse unit wash tubes, diaphragms of the vacuum pump, and inspected the rinse unit cuvette washing system. The fse then performed tests and confirmed proper functioning of the device. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 4 patient samples tested on a cobas 6000 c501 module. Patient 1 ((B)(6) 2025): the initial result was 163 mmol/l. The repeat result using a new sample was 136 mmol/l. The repeat result was deemed correct. Patient 2 ((B)(6) 2025): the initial result was 170 mmol/l. The repeat result using a different module was 135 mmol/l. Patient 3 ((B)(6) 2025): the initial result was 189 mmol/l. The repeat result using a different module was 133 mmol/l. Patient 4 ((B)(6) 2025): the initial result was 180 mmol/l. The repeat result using a different module was 131 mmol/l. The erroneous results for patients 2, 3, and 4 were not released outside the laboratory. Refer to the medwatch with a1 patient identifier (B)(6) for an additional sample involved in the event.